Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the reduction forceps with points broad-ratchet (p/n: 398.41, lot number: t922380) was received at us cq. Visual inspection of the complaint device showed one of the jaws had broken off. No other issues were observed with the complaint device. The provided photograph was reviewed and no additional issues were observed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the jaw had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 398.41. Lot number: t922380. Manufacturing site: (B)(4). Release to warehouse date: 14-may-2008. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 13 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an inspection it was identified that the reduction forceps with point broad-ratchet point tp point clamp was broken. There was no patient and procedure involvement. This report is for one (1) reduction forceps with points broad-ratchet. This is report 1 of 1 for complaint (B)(4).